Manufacturer narrative:
Concomitant medical device: product ID dtmb1qq device, implanted: (B)(6) 2017; 6947m62 lead, implanted; (B)(6) 2017; 5076-52 lead, implanted: (B)(6) 2017.

Event description:
It was reported that an infection occurred and the cardiac resynchronization therapy defibrillator (crt-d) was removed. It was also noted the patient had an absorbable antibacterial envelope. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.